Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the broken top case (front corners), damaged bottom case seal, missing battery, cracked right and left plunger cases. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear; device was over six years old. Leadscrew nut was loose as a result of normal wear. Actions taken to mitigate the reported issue: tighten leadscrew nut.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.